Event description:
Pt reportedly obtained a blood glucose result of 64 mg/dl on the compact plus system, while exhibiting hypoglycemic symtoms. An unspecified time later, pt sought treatment in the emergency room. Pt's blood glucose was reportedly tested on the hosp device with a blood glucose result of 34mg/dl. At the same time, pt's blood glucose measured 64 mg/dl on the compact plus system. No info about treatment received was provided. At the time of the report, pt no longer had the test strips in use at the time of the event. Replacement product was shipped to pt.